Event description:
The office alleges two staff members experienced irritation from the gloves as follows: (B)(6) female experienced eye irritation. None of the staff members required any medical attention.

Event description:
The office alleges two staff members experienced irritation from the gloves as follows: (B)(6) female experienced a rash on her hands and eye irritation. None of the staff members required any medical attention.

Manufacturer narrative:
Samples returned were evaluated and found to be in compliance. Labelling and caution statements are clearly stated on the packaging.